Event description:
It was reported that pump displayed malfunction alarm code malf 0, and no notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, confirmed that malfunction did not recur after reset, and advised customer to continue using pump and call back if any future malfunction codes appeared, which caller acknowledged and understood.